Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the maryland bipolar forceps involved with this complaint and completed the device evaluation. Failure analysis replicated and confirmed the customer reported complaint. Failure analysis found the primary failure of thermal damage to the bipolar yaw pulley to be related to the customer reported complaint. The instrument was found to have thermal damage on the bipolar yaw pulley. The instrument passed the electrical continuity and energy delivery tests. There was no physical damage to conductor wire insulation. The root cause of this failure is attributed to user mishandling/misuse. No image or procedure video was provided for review. A review of the device logs for the maryland bipolar forceps (part# 471172-16 / lot/serial# (B)(4)) associated with this event has been performed. Per this review of the logs, the instrument was last used on 30-mar-2022 via system serial# (B)(4). There were 11 uses remaining after this last usage. This complaint is being reported based on the following conclusion: the maryland bipolar forceps instrument had thermal damage on the bipolar yaw pulley. The damaged/broken yaw pulley has potential for electrical discharge at a location other than intended. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. Blank MDR fields: follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. Field is blank because the product is not implantable. Information for the blank fields is not available. Fields are not applicable.

Event description:
It was reported that prior to the start of a da vinci-assisted radical salvage prostatectomy surgical procedure, the maryland bipolar forceps instrument had a damaged pulley cover. The procedure was completed with no reported injury using a backup maryland bipolar forceps. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: there was no arcing occurred during the last use of the instrument. The damage was found during sterilization process after use. The instrument was not inspected after the completion of the procedure. It was unknown if the instrument collided with any other instrument or tool during the procedure. Information regarding patient demographics, relevant testing, and medical history was requested, however the reporter was not able to provide that information.